Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) complained of pain and wanted a malleable device instead. A surgical procedure was performed to remove and replace the ipp with the malleable device. The physician does not believe the device caused the patient's pain. No additional patient complications were reported.